Manufacturer narrative:
Citation: hailin zhang, jiansheng zhang, jun ren, et al. Endovascular embolization of the ruptured intracranial aneurysms with detachable coils (a report of 141 cases) the devices were not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. There were limited devices and patient informations available. Product code nexus coil - hcg axium coil - krd. Mdrs related to same article: 2029214-2017-00546 2029214-2017-00547 2029214-2017-00548 2029214-2017-00549.

Event description:
Medtronic received information through article review that post embolization coiling treatment, it was reported three patients died 1~7 days after the procedure. Of 141 aneurysms, 100% occlusion occurred in 93 cases, 95% in 31 cases, 90% in 10 cases, <(><<)>90% in 5 cases and unsuccessful embolization occurred in 2 cases. The patients were treated with nexus coils and/or axium coils.